Manufacturer narrative:
Based on samples received and rcc follow up, the material number has been changed. The following information has been updated: describe event or problem: it was reported that the bd insyte¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was defect." Medical device brand name: bd insyte¿ IV catheter. Medical device catalog#: 388412. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was defect."

Manufacturer narrative:
Additional information was received based on returned samples from the customer. The following information has been updated: describe event or problem: it was reported that the needle had pierced through the bd insyte¿ IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was defect." Device codes: 1354.

Event description:
It was reported that the needle had pierced through the bd insyte¿ IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was defect."

Manufacturer narrative:
H.6. Investigation summary: 5 photos and 1 actual sample were returned for evaluation. Needle pierced through catheter was observed from the photo received. Needle pierced through catheter was observed from the sample received. A DHR was not performed as the lot number is unknown. Conclusion: the complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA had been initiated to address needle pierced through catheter issue, refer to (B)(4). H3 other text : see section h.10.

Event description:
It was reported that the needle had pierced through the bd insyte¿ IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was defect."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neoflon¿ IV cannula catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was defect."